Event description:
Patient underwent revision of a catheter. Surgery was uneventful, but postoperatively, the patient had some difficulties getting good control of spasms. At some point, the patient was no longer able to get any relief from spasms and a catheterization dye study was attempted. The physician was unable to obtain csf, cerebral spinal fluid, at the time of the dye study and therefore no dye was injected. It was therefore felt that the catheter was not functioning. The patient was brought in electively for revision of the catheter. Physician noted that the distal portion of the intrathecal catheter was in the subcutaneous space. Physician noted that it had obviously pulled back and this is the reason for the nonfunctioning. Physician did identify the catheter where it entered the synchromed pump. The plastic of the catheter had disintegrated partially and the catheter may not have been attached properly. The entire catheter assembly, including intrathecal and proximal catheter was removed. Ap, anterior-posterior, fluoroscopy was used to place a new intrathecal catheter. A one-piece indura catheter was easily threaded up to t10 and physician noted that this one threaded much more easily than upon the last revision. Post operatively the patient was in good condition and there were no operative complications.